Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
The titanium tip breakage during the procedure. The breakage piece was retrieved by forceps and was discarded. Changed another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # p94069. Investigation summary. The device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the reported incident of the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.